Event description:
Procedure: esophagectomy. According to the reporter: during the procedure, the surgeon had difficulty connecting the orvil and the stapler. After the anvil was cleaned by removing blood and some coat-like material attached, they were able to connect and fire the device. However, while trying to connect the anvil, the small intestine was torn. Although the anastomosis was successful, a leak occurred from the torn part. The procedure was converted to open procedure and the leak was fixed by manual suturing. Operating time was extended by more than thirty minutes. There was no additional bleeding and/or tissue resection and nothing fell into the pt's cavity.

Manufacturer narrative:
(B)(4)